Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Information from the field indicated that there was no anatomical interference; any angulation or kink in the delivery system was unknown, and unknown delivery sheath system was used. Additionally, photo was received from the field and it appeared to show the device deformity. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. The cause of the reported device deformity could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
Related manufacturer report number: it was reported that on (B)(6) 2023, three 24mm amplatzer septal occluders were chosen for an atrial septal defect (asd) procedure using an unknown abbott delivery system. During procedure, two amplatzer septal occluders had a cobra deformation. The deformed devices were never released from the delivery cables while inside the patient. There was no report of any interaction with cardiac structures during deployment. The third 24mm occluder had a cobra deformation during preparation. A new 24mm amplatzer septal occluder was chosen and implanted successfully. There were no reported harm to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.